Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. Cortical opacity was noted on (B)(6) 2013 and the lens was explanted on (B)(6) 2013 due to low vaulting. Cataract surgery was performed.

Manufacturer narrative:
(B)(4) - cataract, induced. Size incorrect for patient. (B)(4).